Event description:
It was reported that during a da vinci procedure, the surgical staff noticed that the prograsp forceps instrument would not open or close properly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip cables were derailed. Due to the derailment of the cables inside the housing, the clamping pulley would create improper movement of the instrument. An additional observation not reported by site was that the instrument clamping pulleys were corroded/contaminated. There was residue on the clamping pulley inside the housing around the cable area. An additional observation not reported by site was that the instrument grip cables were frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at wrist were not damaged. An additional observation not reported by site was that the instrument distal pulleys had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. An additional observation not reported by site was that the instrument main tube had scratch marks /abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. No other damages were found on the instrument. Failure analysis concluded that the corroded/contaminated damages may be due to likely improper cleaning. The mechanical indentations/burrs damages maybe due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The reported complaint of instrument grip did not open/close properly does not itself constitute a reportable event, this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the grip cables being frayedon, the instrument main tube found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.